Manufacturer narrative:
(B)(4). Load not recalled and suspect positive biological.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) and it is unknown if the load was reprocessed prior to being released for use on a patient(s). There was no injury reported. This event is being reported as the load status is unknown. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization. As a matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.

Manufacturer narrative:
The load was recalled and was not used on a patient(s). Method: no testing methods performed. Results: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, and system risk analysis ( sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through a CAPA. Trending analysis by lot number for 'suspected positive bi' and 'load not recalled' product malfunction codes were reviewed from manufacture date to complaint open date; trending was not exceeded. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The product was not returned, therefore, product evaluation could not be performed. Retains testing of this lot could not be performed as the lot has expired. An assignable cause could not be determined with the information available. An issue with sterrad® performance is unlikely as the cycle passed and the chemical indicator disc changed correctly. The issue will continue to be tracked and trended.